Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, red particles on the shell and gel, crease flat and missing an orientation dot (75-100%). A microscopic analysis was performed which identified: broken sharp on the posterior and non-penetrating nick, near of the broken site, this condition was called surgical impact and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the posterior due to surgical impact. Missing an orientation dot due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Patient reported they are "in a lot of pain, lymphnodes are filled up" on an unknown side. This record is for the right side. The device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes a review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported they are "in a lot of pain, lymph nodes are filled up" on an unknown side. Additionally, physician reported capsular contracture (baker grade unknown) and pain. Right side axillary up to level ii a minimum of 5 lymph nodes with a size of 2cm with a typical hyperflexible structure as sign of silicon loaded / siliconoma. Infraclavicular evidence of a small ca 0,3 cm measured lymph node with silicone". The device was explanted and replaced with a non-allergan device. Right side.